Event description:
Before thawing, one cryocyte freezing container broke after cryopreservation and storage. The stem cell product from the broken bag was transplanted, and the sterility control sample from the transplanted product was positive for microbial growth. No additional antibiotic treatment was administered to the pt because the standard antibiotic treatment of the pt was sufficient to cover the microbial growth. The pt was successfully engrafted.